Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from staff in the labor and deliver/ante-partum unit that the secondary tubing set separated at the drip chamber. No further information was provided.

Manufacturer narrative:
Additional information provided: b.5. Photo provided by the customer shows that the tubing was separated from the drip chamber outlet port. The root cause of this failure was not identified. Device history record could not be performed on model 72213n because the lot # for the suspect set was not provided.

Event description:
It was reported that there were several complaints from staff in the labor and deliver/ante-partum unit that the secondary tubing set separated at the drip chamber. There was no consequence or impact to a patient. No further information was provided.